Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the passive fixation right ventricular (rv) lead was noted to have instability as the distal tip would "migrate" up the septal wall when the stylet was removed and the sensing was noted to be "less than adequate." The rv lead was replaced with an active fixation lead. It was also noted that the right atrial (ra) lead had poor sensing. The ra lead was replaced with a pre-formed j passive fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.